Event description:
The omega-21 system was originally implanted in 2001. Approximately one year later the system was removed as a result of the patients complaints of "pain". During the removal procedure it was noted one of the screws was broken.